Event description:
Same case as: 2134265-2014-04475, 2134265-2014-04495. It was reported that automatic pullback failure occurred. The target lesion was mildly calcified. During preparation for percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter. It was noted that automatic pullback did not work. The opticross¿ was reconnected, however, the issue was not resolved. The procedure was completed with another of the same imaging catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).